Event description:
It was reported that during implant the lead exhibited low impedance and loss of capture. The lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of low lead impedance was confirmed in the laboratory. A short circuit in the lead due to damaged inner insulation was noted. The damage was a result of overtorque of the inner coil in the field. This is also consistent with the field report of loss of capture.